Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on the second inflation at 10 atmospheres for several seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was is in good condition after the procedure.